Event description:
This procedure was performed in the sma: the physician wanted to stent the ostium of the s.m.a., which had previously been stented, but not proximally enough necessitating a stent at the ostium. The paramount mini was advanced over the wire and partly into the previously implanted stent in order to achieve overlap. The balloon did not go up upon inflation and it was remarked that there was a hole in the stent balloon. The physician then decided to pull back the entire mini system, upon which the stent came off the balloon around the mid-aorta area, but was still on the wire. One of the mini struts bent back during the pull back. A snare was then selected to grab the stent and the entire system including the sheath was removed from the patient. The procedure was terminated at that time, pressure was held, a c-clamp put in place. The patient was not compromised.